Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation

Event description:
Customer reported that a patient underwent placement of an unspecified 7 french double lumen catheter at another facility for an unspecified indication. The customer reported that the catheter was broken. The catheter was completely explanted and replaced. No further information was provided. The device is not available for examination.

Manufacturer narrative:
Investigation - evaluation: a review of specification and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review and complaint history search could not be performed as the complaint lot number was not provided. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.